Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 100 mg/dl at the time of the incident. The customer was at 150 mg/dl at the time of the call. The customer was given d5 to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer claimed the pump delivered 3 days worth of insulin while they were performing the fill cannula process. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis.